Manufacturer narrative:
The complaint sample for this report was not returned for investigation and no photographs were provided. The dfmea has been reviewed and it gives reference to open seals, on line 92, (occurrence 1, risk 3, bar) stating how a transit study verification has been completed to ensure the packaging system is suitable for use and remains integral. The number of complaints for this issue will be monitored going forward and if an upward trend arises then the sealing specifications and packaging processes will be reviewed. Based on the information provided, no root cause can be determined for this issue. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Cement powder inner packaging was not sealed and powder spilled out of the packaging when it was dispensed. Cement was not used and it didn't cause any issues during the surgery.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.